Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: d9, h3 and h6. The device was returned to olympus for inspection; however the customer's complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: b30(poor scope communication error) occurred. For the temperature error/the fan does not cool the lamp malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to breakage of the of the exhaust fan. For the b30(poor scope communication error) occurred. Malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay.

Event description:
It was reported that the fan on the xenon light source was not cooling off the lamp, causing a temperature error. The issue occurred during at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. New information added on fields: b5, d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The diagnostic procedure completed with a similar device.